Manufacturer narrative:
No sample has been returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis patient reported that when he opened the cassette door he saw that the pump module was all wet. He was unable to tell where in the cassette the leak was coming from. He discarded the cassette and has not had another problem since that time. There is no report of pt ill effect.